Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The main board was replaced as a precaution. The board was scrapped after testing. The customer was sent a replacement device. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections: d4 model # updated, d4 catalog # removed, d4 primary UDI # updated (justification, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation). Evaluation results: the device was returned to zoll medical canada for evaluation. The customer's report was observed and attributed to battery management. The device was found to have depleted batteries due to not having the electrode pads connected to the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.